Event description:
It was reported that the patient's blood glucose levels reached above 300 mg/dl. The patient loss consciousness and ambulance service was called. The omnipod personal diabetes manager (pdm) would vibrate and would not turn. When paramedics arrived the patient was treated with manual injection (20u) of insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported hyperglycemia and power problem. No lot release records were reviewed, as the product lot number was not provided.